Event description:
Midline placed in r upper arm on [redacted date]. Line malfunctioned and IV consult placed. Assessment confirmed, line not working and unable to use. Did note kink at hub. Line removed on [redacted date], two kinks noted at hub and at 5cm, also noted fibrin buildup at distal end of line. Per manufacturer's instruction, lines can remain in place for 29 days. The patient required additional sticks for piv therapies.